Event description:
The customer claims that the alarm has power, but no alarm tone when pressure is off the pad and also when the sensor is detached from the alarm. The customer claims that there are no cracks on the case or signs of corrosion or battery leakage. This was discovered during set up prior to use with a pt.

Manufacturer narrative:
(B)(4): eval: results: the alarm has power but there is no alarm tone when pressure is off the pad. There is no alarm tone when the sensor is detached from the alarm. Cannot continue with any functional tests. Two of the screws that are used to hold the alarm case together are rusted. Note: the instructions for use has a warning statement: "the keepsafe fall monitor is an electronic device. If the unit is subjected to severe mechanical shock such as dropping the unit, or is submerged in liquid, the unit may stop functioning as designed." (B)(4).